Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. Also, information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
[Auto-translated] corp. (Omsc) received a literature titled. "Balloon enteroscopy-assisted endoscopic retrograde cholangiopancreatography for the treatment of common bile duct stones in patients with roux-en-y gastrectomy: outcomes and factors affecting complete stone extraction." Literature summary: this retrospective study investigated the treatment outcomes and potential factors affecting complete stone extraction in 79 patients. The initial success rates of reaching the papilla of vater, biliary cannulation, and biliary intervention, including complete stone extraction or biliary stent placement, were 92%, 81%, and 78%, respectively. The multivariate analysis indicated that the largest cbd diameter = 14 mm (odds ratio (or), 0.04; 95% confidence interval (ci), 0.01¿0.58) and retroflex position (or, 6.43; 95% ci, 1.12¿36.81) were independent predictive factors affecting complete stone extraction achievement. This study concludes that therapeutic sdbe-ercp for cbd stones in a relatively elderly ryg cohort, was effective and safe. ¿type of adverse events/number of patients¿ mild perforation - 1 patient moderate perforation - 1 patient mild pancreatitis - 1 patient mild hypoxia - 1 patient this was a multi-center retrospective study conducted in three tertiary hospitals. Since the literature described "flower basket v 8-wire type", we selected "fg-v425pr" as a representative product. The product was unknown but a representative product was chosen for processing purposes. Since the literature described "0.025-inch guidewire visiglide2", we selected "g-240-2545a" as a representative product. The product was unknown but a representative product was chosen for processing purposes. There are a total of 9 related complaints. (B)(6)/pr-v220q/ae, (B)(6)/kd-10q-1/ae, (B)(6)/fg-v425pr/ae, (B)(6)/bml-v437qr-30/ae, (B)(6)/g-240-2545a/ae, (B)(6)/pr-v220q/hypoxia for 83-year-old, (B)(6)/kd-10q-1/hypoxia for 83-year-old, (B)(6)/fg-v425pr/hypoxia for 83-year-old, (B)(6)/bml-v437qr-30/hypoxia for 83-year-old, this complaint is (B)(6). The event date was reported as the publication date of the literature.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.